Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd solis pump had a defective latch and lock sensor. The issue was discovered during the annual check. There was no patient involvement.